Manufacturer narrative:
Manufacturer's report date 9/22/1998. The pump was evaluated and the reported issue was confirmed. The MFR has determined the root cause for this failure was fluid ingress through the rs232 connector and into the inlet holes in the top of the ac power receptacle. The MFR issued a recall dated 4/24/1998 with the following corrective actions: 1) securing the rs232 connector cover with retaining screws. 2) supplying a warning label to advise the user to keep the rs232 connector cover secured when not in use 3) improved cleaning intructions to reduce the possiblity of fluid ingress during cleaning. 4) installing an sesled ac power receptacle.